Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical conization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy, irregular menstrual bleeding with clots"), nausea ("nausea"), vomiting ("vomiting"), diarrhoea ("diarrhea"), uterine enlargement ("uterus enlarged"), ovarian cyst ("small cyst on her left ovary"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("worsening pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy scheduled (B)(6) 2020). At the time of the report, the abdominal pain and menometrorrhagia had not resolved and the nausea, vomiting, diarrhoea, uterine enlargement, ovarian cyst, menorrhagia, dysmenorrhoea, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, diarrhoea, dysmenorrhoea, genital haemorrhage, menometrorrhagia, menorrhagia, nausea, ovarian cyst, pelvic pain, uterine enlargement and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2009: results: uterus was enlarged. Ultrasound scan - on (B)(6) 2010: results: small cyst on her left ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical conization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy, irregular menstrual bleeding with clots"), nausea ("nausea"), vomiting ("vomiting"), diarrhoea ("diarrhea"), uterine enlargement ("uterus enlarged"), ovarian cyst ("small cyst on her left ovary"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("worsening pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy scheduled (B)(6) 2020). At the time of the report, the abdominal pain and menometrorrhagia had not resolved and the nausea, vomiting, diarrhoea, uterine enlargement, ovarian cyst, menorrhagia, dysmenorrhoea, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, diarrhoea, dysmenorrhoea, genital haemorrhage, menometrorrhagia, menorrhagia, nausea, ovarian cyst, pelvic pain, uterine enlargement and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2009: results: uterus was enlarged. Ultrasound scan - on (B)(6) 2010: results: small cyst on her left ovary. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported with indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment conducted a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received new reporter information was added. New event genital bleeding and pelvic pain female was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.